Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high impedance measurements and was reported as fractured. The lead was capped and abandoned and replaced successfully with another right ventricular (rv) lead. There was were no reported adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.